Manufacturer narrative:
Insulin pump received with no button response due to lcd keypad connector unlocked. Unable to perform functional test due to keypad anomaly. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a crack. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.